Event description:
The surgery department noticed small pieces of styrofoam used for shipping are getting into the individual boxes of the product. It attaches itself to the plastic covering housing the syringe and cannula tip. When opening the plastic covering, because of static electricity, the small pieces of styrofoam fall into and cling to the syringe and cannula tip which is contminating the device. Rptr suggested to the MFR that they use bubble wrap to ship the product. This would eliminate this problem.